Event description:
Groshong had a right groshong placement, and they noted that 4 days later, the red port of the lumen became disconnected from the groshong connector. Noted that it was just found "undone" from the catheter while chemo was infusing.